Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device latch lock sensor, which was determined to be faulty. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. The latch lock sensor was replaced and the device passed all testing.

Event description:
It was reported that during testing the pump does not detect when set is locked. There was no patient involvement and harm.